Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal and inadequate stent graft patency was determined to be unknown/undetermined, due to lack of imaging surrounding the event. Based on the assessment it is suspected that the type ia endoleak was present at the implant procedure and the aneurysm was not completely excluded, but this could not be definitively determined. Unable to determine procedure-related, anatomy-related, and user-related issues, off label, or cautionary product use conditions. There was no device related issue involving the type ii endoleak, which was likely caused by the patent lumbar arteries. The final patient disposition was unknown and there have been no addition patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 8 month post-operative CT showed the presence of a potential type ia endoleak in the presence of in-folding at the level of the aortic body stent graft sealing rings. A re-intervention was performed to place a balloon expandable stent successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.